Event description:
Airsep corporation was informed that a newlife oxygen concerntrator was involved in a fire and the patient was non-compliant smoking alot on oxygen. Patient was burned under nose and up around ears where oxygen cannula would be placed.